Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient experienced symptom return. The patient¿s whole system was explanted. Environmental, external, or patient factors that may have led to the issue were unknown. Diagnostics and troubleshooting performed were unknown and occurred without the manufacturer representative¿s involvement. It was unknown whether the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.